Event description:
It was reported that a pt underwent a stomach surgery procedure on (B)(6) 2010. A drain was placed and a reservoir was connected. They functioned properly upon first activation. On (B)(6) 2010, there was inadequate suction in the reservoir. The nurse said she did not milk the drain often. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been rec'd, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods released criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00992. The same pt is represented in each medwatch.